Event description:
It was reported that the patient presented to the lab for a lead revision procedure. It was noted that the right ventricular (rv) lead showed a low r-wave amplitude, resulting in under-sensing in bipolar mode. Additionally, the rv lead exhibited an increase in capture threshold and noise over-sensing, as observed via merlin transmission. The noise over-sensing led to pacing inhibition. Fluoroscopy revealed that the rv lead and right atrial (ra) lead were tightly pressed against each other. During the procedure, abrasions and insulation damage were observed on both ra and rv leads. Both the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were undersensing, unacceptable capture threshold, failure to disconnect, noise and insulation damage. As received, a complete lead was returned in one piece. The reported events of undersensing, unacceptable capture threshold, noise and insulation damage were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Examined the condition of the inner insulation and no anomalies were noted.